Event description:
It was reported that the procedure involving an inflatable penile prosthesis (ipp) was cancelled due to unspecified reasons. There were no patient complications. No additional information was provided. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that the procedure involving an inflatable penile prosthesis (ipp) was cancelled due to unspecified reasons. There were no patient complications. No additional information was provided.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the accessory kit of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The accessory kit was visually inspected. All pieces were returned and passed the visual inspection. The proximal tool was visually inspected. Visual examination revealed that the proximal tool was broken in two places: at the 3cm and 4cm mark. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of intraoperative device/tool/accessory change was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reported allegation of no known device problem is unable to be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.